Event description:
It was reported that the menu parameter dial on the external pulse generator was not working. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the menu parameter dial on the external pulse generator was not working. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the menu parameter dial was not working and attributed it to the knob being broken and stripped. Analysis also found the upper and lower cases, side bail covers, ring cover and battery drawer broken, the liquid crystal display lens cracked and the battery contacts compressed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.